Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
(B)(6). Complaint status: in process. Customer called with keypad anomaly. Up button wasn't working as it should. Had to press twice for it to work. Happens everyday replaced the pump. (B)(6). Warranty start: 09/26/2011. Warranty end: 09/25/2015. (B)(4).